Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
Breakage of the short gamma nail.

Manufacturer narrative:
The evaluation revealed the broken nail to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. Deficiency in material was not found. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There were no actions in place related to the reported event for the subject product. The evaluation revealed that the nail broke after a period of roughly 3 months of implantation. General aspects: a nail will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. The affected implant is designed to withstand the normal loads during the implantation period, i.e. The implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. One requirement for successful nail treatment is a timely bone healing in order to relieve the nail over the progressing time of implantation. Potential adverse effects, e.g. Overweight, increased loading or material damage are clearly pointed out in the labelling. In case above requirements are not fulfilled, exceeding of the fatigue strength is to be expected and thus a quite predictable complication. In this case it could not be determined whether the patient had followed the surgeon¿s post-operative instructions; it could not be determined if a load peak had occurred and it could not be excluded that the nail had been damaged intra-operatively. Referring to the medical opinion - given case is comparable to a persisting non-union ¿ and referring to above mechanical requirements nail breakage was not linked to a deficiency of the device, but was most likely caused by patient conditions. No non-conformity was identified. The event was not linked to a deficiency of the device. In case the item and / or relevant clinical information should become available, we reserve the right to update the investigation and change the root cause.

Event description:
Breakage of the short gamma nail.